Event description:
Additional information: the manufacturer device registry indicated that the drugs delivered via pump were morphine, clonidine, bupivacaine, and dilaudid.

Event description:
It was reported that the patient had his pump explanted due to contracting meningitis. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8835 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8709 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter product ID, 8598a lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Correction: it was later reported that the pump and catheter had to be removed on (B)(6) 2012. The pump and catheter were replaced in (B)(6) 2012.

Manufacturer narrative:
(B)(4). All previously reported conclusion codes have been updated/corrected.

Manufacturer narrative:
The previously reported date reported in follow-up report #004, is not applicable to this event.

Event description:
It was later reported that the pump and catheter had to be removed on (B)(6) 2012. The pump was replaced in (B)(6) 2012.